Manufacturer narrative:
Data was provided from the liat serial number (B)(4); showed (B)(6) 2021, sample lot 10503z, run 593, all targets negative, ipc CT=29.1. No abnormalities were observed and appeared to be a true negative result. The discrepancy between c8800 result and liat results could be due to the fact that the sample is at the limit of detection (lod) as well as the differences in technologies. No product problem or systemic issue was identified. In conclusion, the root cause is due to sample-specific. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for the sars-cov-2 and pan-sarbecovirus targets with the cobas® sars-cov-2 assay for use on the cobas® 68/8800 systems. A new sample was obtained and tested on the cobas® sars-cov-2 assay for use on the cobas® 68/8800 systems) which yielded a sars-cov-2 negative and positive pan-sarbecovirus result. The new sample was then retested on the cobas® liat® and generated a negative result for all targets. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.